Event description:
It was initially reported that the patient experienced a tingling sensation at the pocket area and numbness up one third of his back after leaving his shift at (B)(6). After waking up the next morning, the numbness had dissipated, but the tingling sensation persisted. It was noted that he got symptom relief. Follow-up information received attributed the event to a fall on the ice and that the patient did not feel the stimulation. Impedance measurements showed greater than 4000 ohms on electrode combinations of (B)(6), and (B)(6). On (B)(6) 2011, the patient was reprogrammed using the case as "ground" together with the one good remaining electrode with results reported as unknown.

Manufacturer narrative:
(B)(4).